Event description:
It was reported that the right ventricular lead had dislodged due to twiddler's syndrome. Reprogramming was performed and the lead was later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.